Manufacturer narrative:
Na.

Event description:
It was reported that the light source switches to back up bulb before the main bulb is overdue for replacement. The was no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: g2, h5, h11(na corrected to: the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.) Updated fields: d4, d9, h2, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed/duplicated. Based on the results of the investigation, it was recommended that the lamp base board be replaced, which could be causing spare lamp to turn on. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.